Manufacturer narrative:
(B)(6). Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint samples are from lot 22015562. The feedback provided by the customer indicates a complete occlusion was detected during priming of the smartsite device in connection with 10ml and 20ml weigao luer slip syringes. As part of the investigation the customer provided two videos of their experience; analysis of the videos confirms their experience of complete occlusion as no fluid or air was able to be passed through the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015562 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer (appendix 1 & 2). A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported by the customer that 20 of the bd smartsite¿ needle-free connectors had blockage. The following information was provided by the initial reporter, translated from chinese to english: the neurology nurse in the hospital found a blockage when using the 2000e, and there is a video attached.